Event description:
It was reported that the insulin pump alarmed during the rewind. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump was received with a missing address and serial number label. The insulin pump was also missing the end cap sticker.